Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was received with the helix fully retracted, and distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. It could be happened at the time of revision procedure.

Event description:
It was reported that the right ventricular (rv) lead was implanted and presented normal values of threshold and impedance. Approximately one day post implant, at routine follow up, the rv lead was displaced. A revision procedure was scheduled, and during the procedure the rv lead exhibited high impedance, high thresholds, and no pacing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.